Manufacturer narrative:
B3 date of event: unknown. One suspected device was returned for evaluation. The event history log (ehl) was reviewed and found high alarm displayed: downstream occlusion. The device was visually inspected. No anomalies were noted. Functional testing was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer complaint was confirmed through dso/uso occlusion test. Replaced dso sensor with dso seal. The root cause cannot be determined.

Event description:
It was reported that the cadd solis pump would not prime, and the push button (e51085) was not visible. There was no patient involvement. During the investigation, a downstream occlusion alarm was identified in the event history log. This is a high-priority alarm that can stop the pump if it occurs during patient use.